Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. The customer was treated for high blood glucose with syringe. The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 401 mg/dl. The customer stated that the leak is on the bottom of reservoir. The customer stated that the fluid is visible in reservoir. The customer would like to return the reservoir for analysis. The customer stated that the tubing is wet as well.